Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was identified that the tip was burnt. Microscopic inspection identified that there was no light exiting the connector face. Also, functional testing identified that the aiming beam was weak. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, the reported event was confirmed.

Event description:
It was reported that the during preparation for a procedure, it was found that the fiber failed and was not able to transmit energy. The fiber was replaced, but the second fiber presented the same issue. The procedure was completed using a third fiber. There were no patient complications reported. Laboratory analysis of the retuned fiber identified an internal connector fracture.